Event description:
It was reported to philips that the system had frozen, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the planned vascular treatment was being performed when the issue occurred and was completed as planned on the same system, since the issue was intermittent. Customer reported to philips that the system was freezing. As part of troubleshooting, the philips field service engineer (fse) checked the hdd and decided to recreate the image storage. To resolve the issue, the fse cleared the data and recreated the image storage, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury and as such a complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure on the same system as planned, since the issue was intermittent. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.